Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed that patient names were not populating on the cabinet. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient names were not populating on the cabinet. A technical support specialist (tss) attempted to contact the customer multiple times but was unsuccessful. At the time of review, the cabinet was fully synchronized with no pending records, and the case was closed. The system functioned as intended after technical support specialist investigated the issue.